Manufacturer narrative:
Philips received a complaint on the heartstart xl indicating that the operational check failed, screen is black. No patient involvement was reported at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the power supply failure. The reported problem was resolved by the customer, after replacing the power supply, the device was successfully returned to service. The device remains at the customer's site. No further action is warranted at this time. H3 other text : issue resolved by customer.

Event description:
It was reported to philips that when the device was started up on march 12, a black screen was found, and the device would not pass the self-test. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.